Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. The philips se re-performed the testing of the device, and the active exhalation test steps had passed. However, the system leak test step had failed on the device. The philips se re-evaluated and determined the blower had caused the system leak test step to fail on the device. The philips se evaluated and found that the blower had caused the system leak test step to fail. The blower needs replacing to address this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.